Event description:
A cartridge change error was reported during the filling of the cannula. There was no adverse impact to the customer's blood glucose level, confirmed to be below 500 mg/dl. The customer independently changed the cartridge and successfully resumed insulin delivery before contacting technical support, and the load process was completed without issues.